Event description:
The customer reported that toward the end of a scheduled c-section, the electrosurgical instrument sparked and burned through surgeon's glove to his finger, resulting in a first degree burn to his ring finger. The instrument was not used for the remainder of the case. At the end of the case it was observed that the pt had a 2nd degree burn on the ulq of her abdomen approximately 2cm long. A topical ointment was placed on the wound. The site's biomed tested the generator and could not duplicate the problem, and all tests passed as normal.

Manufacturer narrative:
(B)(4). The site indicated that the incident generator will not be returning for eval. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.